Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked during a patient infusion. This was further described as ¿the leak originated from where the line went into the pump¿. The patient was connected at the time of the event and noted the leak when ¿their arm got wet¿. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.